Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. A three separate delivery accuracy tests were performed to further investigate the reported event but the pump was found to be within manufacturing specifications. No problem could be found with the "flow rate low" issue. There was no fault found and no further actions taken.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device flow rate was low. This occurred during testing. There was no patient, or clinician injury associated with this occurrence.